Manufacturer narrative:
Concomitant medical products: 694765 lead implanted (B)(6) 2002; aneurx stent graft implanted (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent rising and high, undefined impedance. It was also reported that intermittent noise was also observed on ra lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.